Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00387. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen was not working. It was reported that there was no patient involvement when the issue was found. No patient or user harm reported. A field service engineer (fse) went onsite and evaluated the device. During evaluation, it was reported that the touchscreen was working during the pre-operational test, and control tests. Therefore, the device was returned to full clinical use without replacing any parts.